Event description:
Following anterior-posterior colporrhaphy a suprapubic catheter was placed in pt. A portion of that catheter was apparently sheared off by the cannula tip. Cystoscopy was performed. The catheter was not in the bladder. The segment of catheter was then removed overlying the anterior surface of the bladder.